Manufacturer narrative:
No analysis can be completed since the device will not be returned as indicated in the associated event report. Additional review cannot be conducted as the device lot number was not provided. The information provided indicates that the balloon catheter was used to expand a 31 mm diameter model stent in a 25 mm vessel, using a 60cc syringe. No information was provided regarding the inflation volume used. Qxmedical will continue to monitor for re-occurrences. Device not returned.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (31 x14.5 model gore excluder c3). It was reported after the trunk-ipsilateral leg component was implanted, touch up ballooning was performed. After the touch up ballooning, angiography reportedly showed the patient's aorta had ruptured proximal to the trunk-ipsilateral leg component. It was reported the balloon was completely within the device while inflated. The patient reportedly underwent surgical repair to treat the rupture. It was reported the patient tolerated the procedure. On the same day, the patient reportedly expired post procedure due to "profound coagulopathy and ongoing bleeding despite getting the aorta controlled".